Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.

Event description:
Hospital biomedical staff report a device that intermittently disarms when the hard paddle cable is wiggled at the therapy connector. The reported event did not occur during patient use.